Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the sureform 60 stapler instrument reportedly became stuck in the 12 mm cannula during removal, requiring the surgical assistant to apply additional force to extract it. After the stapler instrument was recovered and placed on the sterile table, the scrub nurse noticed that a portion of the flexible plastic sheath was missing. The team searched for the missing piece in the patient, on the surgical field, and in the surrounding area (floor, buckets, and trash) and again at the end of the procedure during cannula removal, which prolonged the surgery and anesthesia time. The surgeon indicated that they explored the abdomen and found nothing. It is unknown if a fragment fell inside patient. The procedure was completed with no reported patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The sureform 60 stapler instrument has not been received for failure analysis evaluation.